Event description:
It was reported that an external fluid leak was observed from the return line deaeration chamber of a prismaflex m150 set prior to use for continuous renal replacement therapy. There was no patient involvement. No additional information is available..

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the photos, a leak from the deaeration chamber of the return line was observed. No specific defect was visible in the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.